Event description:
It was reported that a catheter fracture occurred. The stenosed and calcified target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connector of the device became fractured. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection observed the tip was flared and the distal shaft was kinked at 2cm from the tip of the device. In addition, the shaft was noted to be partially separated at the collar, and the hypotube was kinked at 27cm from the strain relief. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that a catheter fracture occurred. The stenosed and calcified target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connector of the device became fractured. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.